Manufacturer narrative:
E1 full name (initial reporter establishment name): (B)(6). E1 full address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noisy screen during maintenance involving an olympus gastrointestinal videoscope. There was no patient injury reported.